Manufacturer narrative:
E1: patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6) 2024 , it was reported that the patient encountered infusion set tubing detached from the site no further information available .